Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the biometric identifier had displayed a solid blue light due to a temporary device freeze. A field service engineer powered the unit off for two minutes and rebooted it, both the technician and the pharmacy staff were able to successfully authenticate and launch the application via the biometric identifier. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that the fingerprint reader was not functioning. The customer noted that the light on the fingerprint reader remained continuously on. The device had been restarted several times, but the issue persists. However, there were no delays or adverse events or injuries reported based on this event.